Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The pump was run through multiple delivery tests at various rates and infusion profiles; however, we were unable to duplicate the customer's report of "check clutch" alarm. A review of the pump alarm history indicated that the "check clutch" alarm was listed in the history. The position potentiometer was visually examined and it was found that the nut that secure the position potentiometer was loose which can cause slack in the motor drive and potently cause the check clutch alarm. Our technicians adjusted the nut to the proper .002 inch gap, the sensors were recalibrated and preventative maintenance was performed. After repair, the device was found to pass all delivery, accuracy and functional tests.